Event description:
Impedance measurements greater than 40000 ohms were reported. The high impedance values were found when the leads were directly inserted into the connector block of the implanted neurostimulator (ins). The integrity of the lead was verified by placing the lead into a new external nerve stimulator (ens), which resulted in normal impedances. It was further clarified that when switching out the ins from a primeadv to an ultra, and when the lead was in snap-lid, all impedances were fine. However, when using ins, impedances >40,000 ohms occurred on all except electrode #8. The physician then added an extension and inserted it into the ins and high impedance was found on all circuits except #5 and #7. The pt was able to feel stimulation via the ens as well as when the extension was inserted into the connector block of the ins. After inserting the lead directly into the ins, the pt was finally able to feel stimulation, and the company rep was able to program around the open circuits. The pt's final outcome was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). The reason for the late medwatch report is due to implementation of process improvement.